Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for a blood infection. The patient reported a blood clot or infection on the wires, they are unsure which one, therefore is scheduled to have the entire crt-d system explanted at a later date. The device remains in service at this time. No additional adverse patient effects were reported.